Event description:
The device was used during an laparoscopic cholecystectomy. It was reported by the rep the clips fell out. There was no consequence to the pt.

Manufacturer narrative:
H6; instrument returned with misaligned jaw tips.